Manufacturer narrative:
(B)(4). Based on the product analysis findings made available on 5/2/2018, the product event now meets the required criteria for medical device reporting (MDR). Information regarding patient weight, medical history, race, and ethnicity was not provided. Procode: krd/hcg. (B)(4). Concomitant med products due to character limitation: dcb02 detachment control box, roadmaster (goodman) guiding catheter, sl-10(stryker) microcatheter, enpower control cable, 2 mm x 6 cm deltaxsft10 (dlx100206/s12011). Initial reporter - the customer contact information was not reported. (B)(4). Complaint conclusion: a report was received that during a coil embolization of a 9 mm unruptured basilar tip aneurysm, the 2 mm x 6 cm deltaxsft10 (dlx100206/s12011) thermo-mechanical coil got stuck in the introducer. The coil was replaced with a coil from the same lot. Resistance was encountered in the microcatheter but the coil was successfully placed. Another deltaxsft coil was placed. A total of 14 deltaxsft coils were used. The same microcatheter was used with subsequent coils. The procedure was completed successfully without further issues or delay. There was no report of consequence or impact to the patient. The complaint product was new and stored per labeling instructions. The coil embolization was initiated utilizing simple technique. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. It was stated: ¿the way of using the coil was very polite and sustained reflux was performed, soaked the coil once in the tray containing the saline after opening the coil, thoroughly flushed in the sheath, and slowly inserted the delivery wire.¿ after framing with a 9 mm galaxy coil to gradually reduce the size of the aneurysm, four galaxy coils, three deltafill10 coils, one deltaxsft coil, and xsft (3×6/3×6/2.5×4) coils were placed without incident. No visible product damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The patient¿s vessel was neither tortuous nor calcified. A dcb0 detachment control box, a roadmaster (goodman), a sl-10 (stryker) microcatheter, and an enpower control cable were also used in the case. A balloon catheter was not used. The coil/device positioning unit (dpu) did not protrude from the introducer. No further information was provided. The 2 mm x 6 cm deltaxsft10 was returned for evaluation. The introducer had been removed from the device. Both the introducer and the device positioning unit (dpu) were returned. The embolic coil was located in the introducer, near its proximal end. The embolic coil was apparently detached from the dpu. There were bends in the dpu core wire approximately 66 cm and 111 cm from the proximal end. The proximal loop and soldered section of the embolic coil were attached to the distal end of the dpu. The proximal end of the dpu (including the resistance heating (rh) coil and articulating joint) had been forced into the extended coil section of the dpu. The rh coil had not been heated. The ball tip was intact. The translucent introducer sheath was compressed over part of the embolic coil. The embolic coil passed into the resheathing tool. The embolic coil emerged from the opening of the resheathing tool, where it was kinked and separated. The v-notch of the resheathing tool was undamaged. Advancement could not be tested because the embolic coil was separated. A review of manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection processes related to the reported complaint. The complaint that the embolic coil was impeded in the introducer could not be directly confirmed because the embolic coil was separated. However, the embolic coil passed into the resheathing tool and exited the skive of the translucent introducer sheath. The skive of the translucent introducer sheath anchored the embolic coil, preventing it from being able to advance or retract. The embolic coil was separated. The proximal end of the embolic coil remained attached to the dpu, while the majority of the embolic coil was located in the introducer, which was separated from the dpu. Damage to the embolic coil (separation and kinking) is evidence of the application of excessive force, possibly in an attempt to overcome the reported resistance. The damage to the distal end of the dpu is also evidence of the application of excessive force, possibly in the same attempt to overcome resistance. The evidence of the embolic coil passing through the resheathing tool suggests that the resheathing tool was advanced over the embolic coil while unsheathing the device. The IFU instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil inside the microcatheter before continuing to unsheathe the device. If the device is unsheathed before advancing the embolic coil into the microcatheter, there is a risk that the embolic coil will be unsheathed and pass through the resheathing tool. This can cause damage to the embolic coil. With review of the analysis and the device history records, there is no indication of any manufacturing issues related to the reported event or damages noted on the returned system. Although a definitive root cause could not be identified, based on the analysis, it appears that procedural/handling factors addressed in the instructions for use related to the unsheathing/advancement process may have contributed to the event and damages noted on the returned device. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
A report was received that during a coil embolization of a 9 mm unruptured basilar tip aneurysm, the 2 mm x 6 cm deltaxsft10 (dlx100206/s12011) thermo-mechanical coil got stuck in the introducer. The coil was replaced with a coil from the same lot. Resistance was encountered in the microcatheter but the coil was successfully placed. Another deltaxsft coil was placed. A total of 14 deltaxsft coils were used. The same microcatheter was used with subsequent coils. The procedure was completed successfully without further issues or delay. There was no report of consequence or impact to the patient. The complaint product was new and stored per labeling instructions. The coil embolization was initiated utilizing simple technique. The procedure was conducted in accordance with the instructions for use (IFU) and a constant flush was maintained. It was stated: ¿the way of using the coil was very polite and sustained reflux was performed, soaked the coil once in the tray containing the saline after opening the coil, thoroughly flushed in the sheath, and slowly inserted the delivery wire.¿ after framing with a 9 mm galaxy coil to gradually reduce the size of the aneurysm, four galaxy coils, three deltafill10 coils, one deltaxsft coil, and xsft (3×6/3×6/2.5×4) coils were placed without incident. No visible product damage was noted prior to the event. No unintended detachment was observed in the vessel or in the microcatheter. The patient¿s vessel was neither tortuous nor calcified. A dcb0 detachment control box, a roadmaster (goodman), a sl-10 (stryker) microcatheter, and an enpower control cable were also used in the case. A balloon catheter was not used. The coil/device positioning unit (dpu) did not protrude from the introducer. No further information was provided.